Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number provided was incorrect and not validated.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod between 4 and 24 hours on the leg. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Manufacturer narrative:
Lot no changed from blank to pd1c09162151. Expiration date changed from blank to 3/16/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from blank to 9/16/2021.